Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the issue. Blood glucose level of customer did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using pump and to contact support if malfunction occurs again, acknowledging and understanding instructions given.